Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the session was completed. The device remained implanted.